Event description:
It was reported via repair work order that the patient left siderail spindle spacer was damaged not allowing the side rail to latch into the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Stretcher, wheeled.